Event description:
It was reported that the procedure was to treat a thrombus in the right coronary artery (rca). The 3.5x33mm xience skypoint stent delivery system was being advanced without resistance when on fluoroscopy, the stent was noted to have dislodged to the proximal marker. There was no resistance during removal and the stent remained on the delivery system. However, the stent somehow came off the delivery system once outside the anatomy. Another xience skypoint was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported dislodgement could not be determined; however, stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with patent anatomy or accessory devices. In this case, it is possible that the device may have interacted with the anatomy and/or guide catheter during advancement/retraction, ultimately causing the reported stent dislodgement; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.